Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of (B)(4) ohms at the implant procedure. Now, the rv impedance measurements have increased to (B)(4) ohms in unipolar configuration and (B)(4) in bipolar configuration. All other measurements are appropriate. It was indicated the patient would be monitored appropriately. No adverse patient effects were reported.